Event description:
It was reported that a month after being implanted, it was discovered that a vena cava filter had allegedly migrated 2 cm caudally and had shifted to one side. Reportedly, it appears that one of the legs fractured, but remains with the filter. This was an incidental find at a scheduled retrieval. The physician tried to retrieve the filter, but was unable to as the filter tip was allegedly imbedded in the right ivc wall. The physician decided to leave the filter in place and does not plan to remove it. No patient injury reported and patient remains asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation as it remains implanted. X-ray images of the initial implant and the attempted removal were reviewed. Comparing them, it can be confirmed that the filter moved caudally from the original location in the vena cava. In addition, the filter appeared to be tilted to the right approximately 40 degrees. A fractured/detached leg could be seen on the image taken at the removal attempt. The detached leg was in the same location as the filter. Root cause of this event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.